Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with a history of torsade's syndrome was hospitalized due to delayed shock therapy during a ventricular tachycardia (vt) event. Upon device data review, a code 1005 indicating an open circuit conduction was noted. Boston scientific technical services was contacted and confirmed that the code 1005 occurred due to high, out of range shock impedance (>145 ohms) from the right ventricular (rv) lead. Additionally, the vt event was reviewed and confirmed that after multiple shock attempts, the patient's vt was successfully terminated with a 41j shock. Rv lead replacement was recommended. At this time, the system remains implanted and in-service. It is unknown at this time if the rv lead is a boston scientific product. The patient was stable with no additional adverse consequences.